Event description:
This lead was explanted and replaced due to noise which caused 5 inappropriate shocks. There were no adverse pt events reported. The hospital retained the device. Should additional info be received, this file will be updated.